Event description:
A healthcare professional reported experiencing multiple cases of toxic anterior segment syndrome (tass) following ocular surgery, which involves three different surgeons at the same site. The exact number of pts involved is unk. The customer cannot provide info on the source, but did indicate that medication is added to the balanced salt solution (bss) prior to use. A site visit has been requested. In addition, the customer indicated that the second floor of their facility is under construction and a request has been made to have the air quality tested. Additional info has been requested. This is the third of three medical device reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).